Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was in the emergency room due to high blood glucose of 600 mg/dl on (B)(6) 2019. Customer also reported that insulin pump did not give any alarms. Customer was using insulin pump within 48 hours of high blood glucose event. Customer stated that infusion set was bent. Customer stated that insulin pump alarmed and passed self test but customer still not comfortable with insulin pump since insulin pump did not alarm. It is unknown whether auto mode was in use at the time of the incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was not on the insulin pump at the time of the incident and had been off the insulin pump for 48 hours.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test guardian link with the glucose sensor simulator communicates properly to the device noted. Device programmed the alert on high with the glucose sensor simulator and the alert registered properly in the device history and the alert on high alarmed properly. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).